Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen standard cemented all poly patella size 32mm catalog #: 00597206532 lot #: 64398658, nexgen lps option femoral component size e right catalog #: 00596401552 lot #: 64540555, nexgen lps-flex articular surface size ef 12mm catalog #: 00596403212 lot #: 64482533, palacos r + g bone cement 2x40g catalog #: 66017569 lot #: 92644878 g2: foreign - event occurred in united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on jan 26, 2026 and mar 10, 2026 under manufacturing report number 0001822565-2026-00239.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and tibial loosening approximately five (5) years post-operatively. No additional information is available.